Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed but not reproduced during evaluation. The reported symptom was caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation it was found that a spectrum pump had a constant upstream occlusion alarm. There was no patient involvement.